Manufacturer narrative:
The insulin pump had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery or failed battery test alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, failed battery test and button error alarm. The customer's blood glucose reading was 101 mg/dl. The customer stated that a new battery cap did not resolve the issue. The customer was not able to clear the alarm because the buttons were not responding. The insulin pump was returned for analysis.